Manufacturer narrative:
Patient weight not provided. Device anticipated for return and evaluation. Approximate age of device - 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that the patient had a pump explanted on (B)(6) 2018 due to suspected pump thrombus and was converted to hvad. No further information provided.

Manufacturer narrative:
Device was returned for evaluation. Manufacturing evaluation conclusion: thrombus was confirmed via the evaluation of pump lvad. Upon disassembly, examination of the outlet stator revealed a red deposition situated in-between the outlet bearing ball and stator blades. The formation revealed some denaturation and was tissue-like in nature. In addition, the formation lacked laminated layering, suggesting that it did not initially form in the outlet stator. Although its origin and duration of time for which it was present in the pump could not be determined, there were contact marks on the outlet bearing cup indicating that the deposition was present in the outlet stator while the pump was in operation. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii lvas and outlines the indications of thrombus, as well as how to respond to such events.